Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device continually cycling power when connected to ac power was initially confirmed. However, during subsequent testing the device powered on as expected. Ventec then opened the device in order to perform a visual inspection. The internal inspection revealed that the device had been previously dropped, resulting in damage to internal components. Ventec replaced the components that were either damaged or compromised by the drop and observed proper device operation through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error due to the evidence that the device had been previously dropped.

Event description:
It was reported that the device needed service. During the device's initial evaluation, ventec observed the device continually cycle power (off/on) when connected to ac power. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.